Manufacturer narrative:
Pump was received with a missing battery cap contact. After pump was redownloaded, pump was received with a critical pump error (open book image) alarm. The pump passed the active current test and self test. Pump did not pass the sleep current measurement test due to high currents. Unable to do the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Rewind anomaly was noted during testing. Pump error 42 and pump error 3 occurred during testing on (B)(6) 2023 10:14:17.000. Pump error 43 was found in the history files on (B)(6) 2023 16:16:22.000. Pump error 63 (variable 09) was found in the history files on (B)(6) 2023 17:48:36.000 due to a software error. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 fatal alarm occurred during testing on (B)(6) 2023 10:01:00.000 due software error (file number: (B)(4); line number: (B)(4)). Unable to do the motor test due to moisture damage on the motor assembly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, corroded battery tube, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label faded and peeling; end cap address label faded). Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 42 and pump error 3 were confirmed during testing. Rewind anomaly was confirmed due to a motor defect. Cosmetic damage was confirmed at the battery compartment. Missing battery cap contact was confirmed. Pump error 63 was confirmed due to a software error. Pump error 43 was confirmed due to moisture to motor assembly. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack. Critical pump error (open book image) alarm confirmed due to pump error 40. Pump error 40 alarm confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack and was no turning back on. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.